Event description:
The customer complained that the device will not function and that all the warning icons are displayed in the readiness indicator. These was no pt use associated with the reported event.

Manufacturer narrative:
Medtronic continues to investigate the reported event.